Event description:
A report was received that a patient had fallen and experienced redness and warmth at the pocket site. The physician aspirated the wound and discovered that the patient had a seroma in the pocket. The patient was explanted and is reportedly doing well following the procedure.

Manufacturer narrative:
(B)(4) an investigation was performed on axsym toxo igg reagent kit 9k08-20, lot number 78508hn00 and determined that it was performing acceptably. No patient sample was returned for investigation. Testing was performed using an in-house file kit of axsym toxo igg reagent lot 78508hn00. All calibrations were valid and control values were within the axsym toxo igg insert specifications. The mean of the nc results was statistically equivalent to the mean of the nc results obtained with the reference reagent kit. The manufacturing and testing documentation for axsym toxo igg lot 78508hn00 was reviewed. The review did not reveal any events or issues that may have impacted the performance of the above lot number. Customer complaint data was reviewed and no adverse trends were identified. The axsym toxo igg package insert was reviewed and was found to adequately address the issue. The investigation did not identify a product deficiency. This is the final report.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. This report is being filed on an international product, list number 9k08 that has a similar product distributed in the us, list number 3b22.

Event description:
The account stated that a false positive axsym toxo igg result of 3.4 iu/ml was generated on a patient known to be negative. The sample was repeated and was 0.0 iu/ml. There was no report of impact to patient management.